Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2101812, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter near its tip. The catheter also appeared to no be on the base of the grip but was moved slightly up the needle. Therefore, based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ IV catheter cannula has been splitting. The following information was provided by the initial reportercannula has been splitting.